Event description:
Manufacturer received a report that the seat mounts for the mini flex seat on a power wheelchair broke just above the weld points, which allowed the seating system to come forward. The wheelchair user reportedly fell from the wheelchair but did not seek medical attention. The wheelchair user had the chair serviced by a dealer two weeks prior and the dealer noted repairs were needed on the seating system and ordered parts to complete the repair. The wheelchair user continued to use the wheelchair before the seating system could be repaired. Manufacturer sent out the requested parts and the wheelchair has been repaired.